Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and crease flat. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a striated edged opening consistent with the use of a surgical tool. Based on the device analysis the final assessment was a striated edge opening on anterior side assessed as surgical damage. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Additionally healthcare professional reported and confirmed baker grade IV. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Additionally healthcare professional reported and confirmed baker grade IV. Device remains implanted.